Event description:
It was reported that device was used during a laparoscopic cholecystectomy. Part of the inner seal of the 511da was torn off and fell into the pt. There was no consequence to the pt.